Manufacturer narrative:
Batch review performed on 04 february 2025: lot 2421395: (B)(4) items manufactured and released on 02-sep-2024. Expiration date: 2029-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised. Batch review performed on 04 february 2025 on liner: impact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2412175. Lot 2412175: (B)(4) items manufactured and released on 28-may-2024. Expiration date: 2029-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a hip infection and the pathogen is unknown. At about 1 month post primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.